Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. The device was returned to the biomedical department for a report of a dead battery. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.